Event description:
Reporter alleged discrepant back to back blood glucose comparisons on the compact system of 87 mg/dl versus 234 mg/dl performed 10 minutes apart, 234 mg/dl versus 108 mg/dl performed a few minutes, and 100 mg/dl versus 399 mg/dl when testing was performed <10 minutes apart. Customer stated taking normal medications, however, did not indicate the location of the testing. No actions were taken or treatment was rec'd reportedly as a result. A request for the return of the suspect device and replacement product was sent. Compact system: with compact test strip drum lot number and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact test strip drum.